Manufacturer narrative:
The handle and bag are pulled into the purple tube as part of the preparation for the procedure. It is believed that the toggle release button was inadvertently depressed during the preparation process. This would cause the bag to disengage from the handle prematurely. The returned device was reviewed as part of the complaint investigation. The condition of the returned device was consistent with pre-deployment of the toggle button.

Event description:
Device fell apart upon insertion and had to be retrieved by making a larger incision.